Event description:
The customer reported that they received a discrepant high total hemoglobin (thb) result compared to retesting of a different sample on their laboratory analyzer. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested instrument files and more clarifying information for further investigation. Investigation will commence once information has been received.the cause of this event is unknown.

Manufacturer narrative:
Based on a review of the provided instrument files, the system appeared stable and functioning as expected. Data did not suggest anything unusual about the co-ox behavior of this patient sample when measured. There were no thb/coox related errors the day the sample was run and no ongoing/persistent thb/coox issues throughout the cartridge life. The discrepancy between the two thb measurements cannot be determined. It should be noted, the patient samples were collected at the same time but into two different sample devices that were measured on each instrument. The instrument is performing as intended and is currently operational at the customer site. No product problem identified.